Manufacturer narrative:
(B)(4). Batch # unk. Mw5076410. Per maude report: procedure: laparoscopic excision of endometriosis, adhesolysis, hysterocopy,chromotubation, appendectomy, left ovarian cystectomy, iud insertion event: during use of harmonic scalpel device, the white teflon type material in the lower jaw fell off. The item was recovered. Catalog# p30223p24. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic incisional left ovarian cystectomy, the whole tissue pad melted off the clamp arm and fell into the patient. The tissue pad was retrieved. The procedure was completed using an unknown alternate product. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r92376. Investigation summary : the device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.